Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the continuous glucose monitor. Reportedly, the customer failed to bolus correct amount for meal. Customer addressed bg by administrating a correction bolus via pump. Customer continued to use pump for insulin therapy.